Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to shoulder pain. The customer's blood glucose at the time of admission was over 200 mg/dl. The customer stated that his blood glucose levels were running low prior to the hospitalization. The customer was hospitalized because, he may have needed screws in his shoulder and thus needed to do an x-ray. The customer's blood glucose was at 33 mg/dl because, he had not eaten anything and fell asleep. Troubleshooting was done. The customer stated that the cannula was neither bent nor occluded. The customer mentioned blood at the insertion site. Troubleshooting for the blood at site was declined. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Nothing further reported.